Manufacturer narrative:
This report is being supplemented to provide correction. Updated field: d4 (sn), h2 and h11. Corrected field: d4 (lot #) olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the broken ceramic tip malfunction: stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the subject resection sheath ceramic tip was broken. There was no patient involvement.